Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the subject device has no abnormalities. The defect might rather be a malfunction of the combined device, endoscope, or dust or chemical residue on the electrical contacts of the video connector. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an image was not produced and the scope was not connecting properly. The problem, as reported to olympus, was identified on preparation for use. The intended procedure was completed using the same device with no delay reported. There was no patient injury, associated with the problem, reported to olympus.